Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in a 32-year-old female patient who had essure (batch no. 827986-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight, cyst, tendonitis, anxiety and depression. In 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), nausea ("nausea"), migraine ("migraines / headaches") and dizziness ("neurological conditions or problems type: dizziness"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral essure device removal done completely). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, intermenstrual bleeding, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, nausea, visual impairment, weight increased, vaginal haemorrhage, heavy menstrual bleeding, migraine and dizziness outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: current weight 148 lbs. Discrepancy noted in essure insertion date: (B)(6) 2013. Right 2 coil, left 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Lot number - 827986 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-oct-2021: quality safety evaluation of ptc. We received a not valid lot number. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in a (B)(6) year-old female patient who had essure (batch no. 827986 - inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight, cyst, tendonitis, anxiety and depression. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), nausea ("nausea"), migraine ("migraines / headaches") and dizziness ("neurological conditions or problems type: dizziness"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), intermenstrual bleeding ("menorrhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral essure device removal done completely). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, intermenstrual bleeding, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, nausea, visual impairment, weight increased, vaginal haemorrhage, heavy menstrual bleeding, migraine and dizziness outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Discrepancy noted in essure insertion date: (B)(6) 2013. Right 2 coil, left 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Lot number - 827986 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Case became serious incident as essure removal was done. Reporter and essure stop date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.